Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced pain caused by erosion, poor mobility, bowel problems, fibromyalgia, brain fog, and fatigue. No further information is available.